Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: none. Analysis and results: batch manufacturing review could not be completed. However, taking into account the complaint description it can be considered that the product has not been applied according to the instructions for use of the product: mode of action for closure of smooth and fresh skin wounds in the presence of tissue moisture histoacryl immediately polymerizes into a solid substance which attached firmly to the tissue. Final conclusion:without any closed samples a study can not be performed to see if the affected product does not fulfill the OEM requirements. Note is taken of this incident and if any samples are received in the future, the case will be re-opened and analyzed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: china. It was reported that the nurse opened the package and found there's liquid leakage inside the package.